Manufacturer narrative:
Internal complaint reference: (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows no manufacturing abnormalities. The tip of the device is detached. The shaft is not visibly bent. A functional evaluation could not be conducted due to detached tip. A review of customer provided images shows a bag with the return device information and the other image shows the packaging and lot number of two different devices. Part number 72200419 and lot number 2065268. Part number 23-2005 and lot number 2066961. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during an acl procedure, when the accu-pass suture passer passed through the shoulder labrum, the shaft was badly bent. The passer was removed out of the joint and as trying to bend it back it broke. Backup device was available to complete the procedure. A delay greater than 30 minutes was reported with no patient complications.